Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that patient's pump alarm was going on and patient needed to find a healthcare professional (hcp) to manage care. Patient alleged the pump was alarming/beeping. It was noted due to insurance changes and issues with hcp, patient's pump had not been filled. It was noted that sound was consistent with synchromed alarms. It was noted as a single tone alarm. It was noted that an email was sent for hcp locator/listings. Patient experienced sleeping a lot yesterday ((B)(6) 2017). It was noted as a gradual change in therapy/symptoms. It was noted that patient does not have a hcp. It was stated that patient may have found a hcp to do a one time fill, but need to find a managing hcp. Patient asked how long until a critical alarm goes off and it was reviewed it would depend on how the pump was programmed and the only to tell was to have the pump interrogated. It was stated that patient thought she had three days and thought she was getting 10mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.